Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was readmitted for 17 days for hypovolemia, nausea and vomiting. Antibiotics were changed and the pt was placed on a feeding tube due to being malnourished. International normalized ration (inr) was noted at 5.5 and ot is chronically supratherapeutic. The inr was 2.1 when the pt was discharged.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.